Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break and removal difficulty occurred. The target lesion was located in a coronary artery. After deployment of a 2.50 x 38mm synergy ii drug-eluting stent, the balloon got stuck inside the stent. The balloon could not be pulled out and the balloon broke off inside the vessel. The device could not be retrieved and another balloon was advanced to try to push the device out of the way. It turned into an eight hour case to complete the procedure with a different device. There were no patient complications reported and the patient was fine.